Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. C06466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain lower ("cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of her fallopian tubes due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, allergy to metals, alopecia, abdominal pain lower and abdominal pain had resolved, the menstrual disorder, hypersensitivity, migraine, headache, dysmenorrhoea, fatigue, back pain, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events depression , anxiety & abdominal pian were added. Outcome of events were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. C06466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent removal of her fallopian tubes due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, allergy to metals, alopecia and abdominal pain lower had resolved and the menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-apr-2018: the pfs received:the event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), pain, fatigue, hair loss,cramping,back pain added. Events outcome,lot number added on 30-mar-2018: the medical record received:the reporters added. Fu 1 and 2 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. C06466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain lower ("cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of her fallopian tubes due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, allergy to metals, alopecia, abdominal pain lower and abdominal pain had resolved, the menstrual disorder, hypersensitivity, migraine, headache, dysmenorrhoea, fatigue, back pain, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 28-year-old female patient who had essure (batch no. C06466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6)-2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain lower ("cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (removal of her fallopian tubes due to complications from the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, nausea, allergy to metals, alopecia, abdominal pain lower and abdominal pain had resolved and the menstrual disorder, migraine, headache, dysmenorrhoea, fatigue, back pain, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder, urinary problem added. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, event bladder, urinary problem, bladder infection, uti, vaginal infection , vaginal discharge, event outcome, rcc added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent removal of her fallopian tubes due to complications from the essure device). At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.